Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015).the patient¿s meter and test strips have been returned on 12/31/2014 and 1/20/2015, respectively, and evaluated by lifescan product analysis on 1/26/2015 and 2/3/2015, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/16/2015). The previous supplemental incorrectly listed the test strip products as 708 (complaint not confirmed). The correct code is 236, as listed.the patient¿s test strips have been returned on 1/20/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.